Event description:
Healthcare professional reported patient was injected in the on each side in the malar and zygomatic region with juvéderm® voluma¿ with lidocaine and in the dark circles with juvéderm® volbella¿ with lidocaine. Two weeks post injection, patient experienced local pain, erythema and edema in the malar region. Patient also reported having the flu, "rhinosinosis" a few days prior, deemed not related to the device. Hcp massaged the area and prescribed predsin and ciprofloxacin. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00492 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of rhinosinosis (not device related) is considered an unexpected adverse drug experience.